Event description:
It was reported that an ilet user experienced a ¿dosing stopped¿ message associated with loss of continuous glucose monitor (cgm) communication, after which the dexcom g7 was re-paired and glucose readings resumed at approximately 321 mg/dl. Troubleshooting and education were completed, including confirmation of the correct pairing code and guidance on expected insulin action and avoiding food while corrections take effect. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution after the sensor successfully reconnected and insulin delivery resumed. Investigation included customer interview and guided troubleshooting to re-establish cgm-pump communication. Investigation of this case revealed an interruption in insulin dosing due to absent cgm data, which resolved after user was made aware and successfully re-paired; no device component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption with successful restoration through standard troubleshooting.